Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of peritonitis, hospitalization, and subsequent death. The etiology of the patients¿ peritonitis (or complications) could not be determined; therefore, causality could not be established. However, individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. While limited follow-up information precluded a more comprehensive investigation, it should be noted the patient had not utilized his liberty select cycler for approximately 10 days prior to his death. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, despite the reported drain complications, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Event description:
On 2/nov/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized for complications stemming from an episode of peritonitis. Attempts to obtain additional information (e.g., discharge summary, death certificate, autopsy report, medications records, esrd death notification, patient demographics) were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage on back plate. A (as-received with reduced dwell) simulated treatment was performed and completed. The system air leak test passed. The valve actuation test passed teach pumps test passed. The patient sensor check passed the voltage verification check passed there were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized for complications stemming from an episode of peritonitis. Attempts to obtain additional information (e.g., discharge summary, death certificate, autopsy report, medications records, esrd death notification, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 2/nov/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized for complications stemming from an episode of peritonitis. Attempts to obtain additional information (e.g., discharge summary, death certificate, autopsy report, medications records, esrd death notification, patient demographics) were unsuccessful.